Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 4 of 6. The technical service representative (tsr) explained the alarm and advised the registered nurse (rn) to end therapy. The rn stated that the home patient (hp) did not want to finish therapy. The tsr had the rn close the clamps and cycle the power twice. The hc went to ¿press go to start.¿ the tsr assisted the rn with ending therapy and removing the cassette. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.